Manufacturer narrative:
The customer¿s report of tubing set leaked was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.095 inches long. Examination under magnification observed no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The root cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Event description:
It was reported that after the rn initiated a lipid infusion, the rn found lipids that had leaked onto the floor in the patients room on the cicu. Upon assessment, the rn found that the tubing set was leaking from the silicone segment. The rn notified the pharmacy department and a new bag and tubing set was used. The customer further stated that there were no adverse effects caused to the infant patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that after the rn initiated a lipid infusion, the rn found a lipids that had leaked onto the floor in the patients room on the cicu. Upon assessment, the rn found that the tubing set was leaking from the silicone segment. The rn notified the pharmacy department and a new bag and tubing set was used. The customer further stated that there were no adverse effects caused to the patient from the event.